Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2023, the distributor reported the following additional information: the pump history was reviewed and multiple power source alerts were identified leading to battery gauge fluctuations which resulted in a pump shutdown.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.